Event description:
It was reported that the right ventricular (rv) lead triggered an alert for noise. One or more ventricular oversensing-noise episodes were noted. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: dtma1d1 crt-d implanted: (B)(6) 2022, etlw1624c124e stent graft implanted: (B)(6) 2016,etlw1624c93e stent graft implanted: (B)(6)2016, etbf2816c145e stent graft implanted: (B)(6) 2016 ,etew2424c82e stent graft implanted: (B)(6) 2016. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for noise. One or more ventricular oversensing-noise episodes were noted. It was also noted that the lead appeared to be over/undersensing and could have been delaying ventricular fibrillation (vf) detection at times. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected: b1, b2, b5, h6 (annex e, a, f) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.